Event description:
The customer contacted stryker to report a non-critical issue with their device. During evaluation stryker observed that customer's device is not completing boot-up cycle during initial power on. In this state, the device may not be able to provide defibrillation therapy, if it were needed. There was no patient involved in the reported event.

Manufacturer narrative:
A stryker service representative performed an initial evaluation of the customer¿s device and was able to verify the reported issue. The reported issue was isolated to the system and power pcb assembly. It was confirmed that the device can not be repaired. The device was returned to the customer unrepaired per their request.

Manufacturer narrative:
Section h10 additional mfg narrative of initial MDR indicates: a stryker service representative performed an initial evaluation of the customer¿s device and verified that device is not completing boot-up cycle during initial power on. The reported issue was isolated to the system and power pcb assembly. It was confirmed that the device can not be repaired. The device was returned to the customer unrepaired per their request. Section h10 additional mfg narrative of initial MDR should indicate: a stryker service representative performed an initial evaluation of the customer¿s device and verified that device is not completing boot-up cycle during initial power on. The reported issue was isolated to the system pcb assembly. It was confirmed that the device can not be repaired. The device was returned to the customer unrepaired per their request.

Event description:
The customer contacted stryker to report a non-critical issue with their device. During evaluation stryker observed that customer's device is not completing boot-up cycle during initial power on. In this state, the device may not be able to provide defibrillation therapy, if it were needed. There was no patient involved in the reported event.